Event description:
For two days, pt awoke with symptoms of dysreflexia. The bladder was found to be full. After irrigating a small amount of water 50 cc through the valve, it began to function properly and the symptoms disappeared. The bag was properly positioned vertically with the pt about 20 inches above the bag and all the tubing above the level of the bag. Dates of use: three days in 2008. Diagnosis or reason for use: neurogenic bladder. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.